Manufacturer narrative:
(B)(4) 2011: the analysis on this device is pending. (B)(4) 2011:

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
This device was interrogated prior to an implant and was unable to interrogate with multiple error messages. The cables were checked, repositioned header, programmer rebooted, rooms changed and still the same results. The device was not implanted and was returned for analysis. It was also found that there were 3 microprocessor resets that were recorded.

Event description:
This device was interrogated prior to an implant and was unable to interrogate with multiple error messages. The cables were checked, repositioned header, programmer rebooted, rooms changed and still the same results. The device was not implanted and was returned for analysis. It was also found that there were 3 microprocessor resets that were recorded.